Event description:
It was reported that the patient¿s implantable cardioverter defibrillator exhibited myopotential inhibition. Upon review of egm, it was noted that there was low level, high frequency noise which led to inhibiting pacing. Since the event only occurred once, and there were no adverse issues due to the event, the patient could continue to be monitored.